Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured due to overstress. It was noted that the distal conductor was distorted and the lead appeared to be damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, the lead was hanging in a peripheral vein. The lead was extracted, and came out twisted and unusable. A new lead was successfully implanted. No patient complications have been reported as a result of this event.